Manufacturer narrative:
A follow-up report will be filed when evaluation is complete.

Event description:
It was reported the iab was inserted using a sheath in 2006. (Indications for use: prophylactic support for cardiac surgery). While in the or, the iabp would not inflate the balloon. The tee determined the ef to be 20%. The pump was alarming. The insertion was oozing. The iab was removed the next day, 14 hours after insertion. Another iab was not inserted. There were no reported patient complications.